Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. Unit power up properly after battery installation. No blank display noted. Unit was received with normal operating currents and passed self-test, unexpected restart error test and displacement test. No unexpected off no power, low battery, battery out limit and failed battery test alarms or unexpected restart alarm noted during testing. Unit had minor scratched lcd window, cracked lcd window, cracked battery tube threads, cracked reservoir tube lip, cracked case at display window corners, stained address/serial number label and stained end cap sticker. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had unexpected restart. A cold reset was performed. Customer's blood glucose value was 135 mg/dl at the time of the incident. The customer was assisted with troubleshooting. The customer had pump error recurred during normal pump use. Customer will return device for analysis.